Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced increased baseline pain a few weeks after a pump refill session. A volume discrepancy was noted; the expected residual volume was 8ml and the actual residual volume was 0ml. They were unable to aspirate the 8ml. A catheter dye study was done on (B)(6) 2009, and was negative. The hcp decided to refill the pump with 20ml of normal saline and aspirated 20ml both without difficulty. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.